Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited battery depleted" error. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in fair physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the motor was activated and the device went into the "battery depleted" error. The motor was the cause of the complaint. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Narrative 1.